Manufacturer narrative:
Based on the investigation analysis, the reported event at 11 pm est on january 25, 2023 could not be confirmed as there was no corresponding blood glucose (bg) entry at the time. However, the system displayed temporary mismatch between the sensor readings and fingerstick measurements during early sensor wear after insertion. The reported event happened on second day after sensor insertion and during this initial settling period after sensor insertion, there could be chances of temporary mismatch. This would eventually normalize as the sensor stabilizes.once the sensor recovered after insertion, the system began performing within expectations and there was better accuracy between the sensor readings and fingerstick measurements. Although the reported blood glucose (bg) value was in the normal glucose range, the user took some remedial action by eating some cereal. The user did not seek for medical attention.under the associated sensor inaccuracies case (sf case # (B)(4)), the user was educated on early wear period and was recommended to allow the system a few days to adjust and to enter any additional calibrations as requested by the system, a current review of the dms shows that the system is currently performing within expectations. No further resolution was found necessary for this complaint. H3.device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user received a false hypoglycemic alert due to inaccuracies in sensor readings.